Event description:
Additional information was received. Previously high out of range shock impedance measurements had been reported, however further review revealed there was intermittent noise on the shock channel and no out of range measurements.

Event description:
Boston scientific received information that during a data review for this cardiac resynchronization therapy (crt-d) device and right ventricular lead, one single high out of range shock impedance measurement was displayed. No other lead anomalies were reported. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.